Event description:
It was reported that the patient felt discomfort and a twitching sensation due to diaphragmatic stimulation in the left ventricular lead. The device was reprogrammed and the lead remains in use. It was further reported that all programming options have been exhausted and the lead has been programmed off. The patient is enrolled in the block hf study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt discomfort and a twitching sensation due to diaphragmatic stimulation in the left ventricular lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku.